Manufacturer narrative:
The unit was received for investigation on january 08, 2025. The unit came in for oxygen error. The complaint was confirmed with blocked feed port and contaminated zeolite. Muffler filled with dust and blocked the feed port. The psa cycle counts being high is an indication the zeolite is contaminate by moisture. Blocked feed port and contaminated zeolite caused high column pressure and low external. Feed waste blocked dust due to debris inside. Scratched uip probable rough cleaning and user abused. The patient received a replacement unit.

Event description:
On (B)(6) 2016, the patient called inogen, to report that her g5 unit, was not delivering enough oxygen and due to that she ended up in the emergency room. Ingoen, tried to reach patient and was unsuccessful reaching patient to get full details about the incident. Intervention is unknown.

Manufacturer narrative:
This follow up report is being submitted to correct the year the patient called in to inogen to initiate a complaint on section b5, the following should have read: on (B)(6) 2026, the patient called inogen, to report that her g5 unit, was not delivering enough oxygen and due to that she ended up in the emergency room. Ingoen, tried to reach patient and was unsuccessful reaching patient to get full details about the incident. Intervention is unknown.